Event description:
The customer reported that the system intermittently turned off by itself, (shut down). This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wires in ac plug were evaluated and reseated. The system was tested and found to be working as intended and returned to service.